Event description:
The nurse called to report that the customer was hospitalized for low blood sugar levels. It was indicated that the customer's bgs began to lower after getting assistance with an alarm on their pump. Additionally, the customer had said that they were also helped with reprogramming their pump. At the time of the call, the nurse was unwilling to do further troubleshooting on the pump. It was conveyed that the customer wants a representative to personally meet with them at the hospital regarding their pump's programming. The nurse states that the customer is doing fine now and wants a replacement sent out to the customer.